Event description:
It was reported this balloon catheter accordioned and detached during a dilatation procedure. The procedure was successfully completed and the patient is fine. No further details regarding the circumstances surrounding this event are available. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number.